Event description:
The customer reported to philips healthcare that "qc" on the heartstart mrx "came back with an error that it failed because of therapy nob." "After a couple of tries it also says that it needs a service." There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.